Event description:
It was reported that when the patient presented to the hospital for a new lv epicardial lead implant procedure, intermittent oversensing due to noise was observed on the rv lead. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.